Manufacturer narrative:
9mdr 3003442380-2026-29214 / initial 8 of 9. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site:

Event description:
On hold by sh, 06/09. It was reported that patient experienced nine infusion sets patch fell off while disconnecting the clip due to adhesive issue event on (B)(6) 2026. The infusion set was in use for a day. Due to the event, patient experienced high blood glucose level over 400 mg/dl and was treated with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully.